Manufacturer narrative:
Evaluation summary: the device was returned for evaluation along with a cd rom. The information reported on the luer of the device (lot. 0008960789) is consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: a twist was found on the balloon at 53 mm from the proximal marker. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a change in the balloon profile was noted. Wrinkles were visible in correspondence with the twisted point. - 4 bars: a slight change in profile was still visible and a twist on the guidewire lumen, in correspondence with the twist on the balloon, was noted. - 7 bars: the change in profile was still slightly visible. The twist of the guidewire was most easily visible. - 14 bars: the change in profile was no longer visible. It was possible to clearly detect the twisted guidewire. After the inflation test, the balloon was successfully deflated. A cd rom with angiographic images was received with the device. The images were analyzed. They show the reported balloon twist. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an in.pact pacific device for treatment of the patients superficial femoral artery(sfa). The device was prepared as per IFU with no issues identified. It is reported that a balloon twist occurred. The procedure was completed with another drug coated balloon (dcb). No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.